Event description:
In 2005, the patient contacted lifescan (lfs) alleging that her one touch ultra would not power on. The medical affairs specialist attempted to contact the pt by phone. There was no answering machine to leave a message. A lter was sent to the pt. The pt stated that the power issue started "last week". She tested with the meter 5 days before contacting lfs 5 days earlier at an unidentified time and date, the pt felt dizzy, nauseous, and was sweating, she did not test while experiencing symptoms. Information was not provided regarding when the pt last attempt to test with the meter. Prior to receiving medical attention, she took 30 units of 70/30 insulin in the am and 46 units of lantus insulin at night. Information was not provided as to whether the pt took a set daily dosage on insulin or adjusted the dose based on the meter, results. She went to a health care professional (hcp) office where a result of 320 mg/dl was obtained on the hcp meter. She took insulin as treatment from the hcp. The customer care rep (ccr) confirmed that the test strips were correct, the battery was correctly installed, and the battery was less than one year old. The pt was unable/unwilling to verify condition of the battery contacts. The ccr walked the pt pressing the power button and the meter did not power on. The meter was replaced. The pt experienced hyperglycemis; however, insufficeint information was provided to know whether the pt attempted to test with the meter prior to experiencing symptoms. Though the pt could not verify the battery contact condition, the complaint is classified as product malfunction medical devices, as the battery was described to be in good condition and the meter did not power on during troubleshooting.